Manufacturer narrative:
Subsequent to the submission of initial and follow up #1 medwatch MFR report #9615050-2013-04750 it was noted the manufacturer report # for (B)(4) was inadvertently selected instead of the intended (B)(4) manufacturer#.

Event description:
The customer contact reported a separation. On an unspecified date, the tubing set was being used to deliver 500ml ringers lactate via gravity. It was reported that after the patient was transferred from the operating room to the post anesthesia care unit, the nurse picked up the solution container from the patient¿s bed. At this time, it was reported that the tubing separated from the proximal end of the backcheck valve and less than 10ml of solution leaked. It was reported that the tubing set had been in use for 2 hours prior to the separation. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Hospira¿s medical investigation is complete.

Manufacturer narrative:
The customer indicated that the device was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. Additional information can be found. Initial reporter phone #: (B)(6). Upon FDA request, this report is being submitted to report the correct MFR number.

Event description:
The customer contact reported a separation. On an unspecified date, the tubing set was being used to deliver 500ml ringers lactate via gravity. It was reported that after the patient was transferred from the operating room to the post anesthesia care unit, the nurse picked up the solution container from the patient's bed. At this time, it was reported that the tubing separated from the proximal end of the backcheck valve and less than 10ml of solution leaked. It was reported that the tubing set had been in use for 2 hours prior to the separation. The tubing set was replaced, and the therapy was resumed. There were no reported adverse patient effects, and no reported delay of therapy critical to this patient. No medical interventions were required. Hospira's medical investigation is complete.